Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 infant patient tested for potassium (k) and hct on the cobas b 221 instrument. On (B)(6) 2016 the first k result was 7.9 mmol/l. The second k result 10 -15 minutes later was 4.2 mmol/l. On (B)(6) 2016 the first hct result was 4.1%. The second hct result 10-15 minutes later was 10.5%. The samples were arterial obtained by heparinized insulin syringes. No adverse event occurred. The customer indicated they had at least 10 patient samples that exhibited this behavior. The customer provided data for multiple patient samples tested for multiple parameters on the cobas b 221 instrument. Of the data provided an additional 6 patient ids were erroneous when tested for various parameters beginning on (B)(6) 2016. Refer to the attached data for the patient results. The k electrode lot number was 156687. The expiration date was not provided. No other lot numbers were provided.

Manufacturer narrative:
The potassium electrode was returned for investigation. The lot number was 21553647. A preliminary check of the electrode showed a normal inner electrolyte fill level and the electrode was not damaged. This electrode was installed in a test unit used at the investigation site. Over the course of several days, the electrode was always calibrated and ready to perform measurements. Calibration and quality control (qc) measurements were acceptable. No other complaints for this issue have been identified for this lot number. Based on a review of the certificate of analysis, the "install before" date was 03/04/2016. With a typical "in-use" time of 26 weeks, the customer's potassium electrode expired on 09/02/2016. All calibration was acceptable on 09/30/2016, however qc had failed on 09/30/2016.

Manufacturer narrative:
The customer provided additional erroneous results for the (B)(6) patient reported in the initial report. The customer stated this patient was also tested for thb at the time of the potassium and hct results. The 1st result was 4.1 g/dl. The 2nd result was 10.5 g/dl. The local support engineer could not find these results in the database of the instrument. Further investigation was performed on the potassium electrode returned by the customer. All prepared samples were within the specified ranges for potassium and hct. The potassium measurements with low and normal concentration showed an average difference of 0.03 mmol/l and 0.01 mmol/l respectively. The potassium measurements with high concentration showed an average difference of 0.21 mmol/l. Measurements performed with low hct between 5-15% showed a difference of 0.3%. During the investigation, the customer's alleged result discrepancy was not observed. A specific root cause could not be identified for this event. The customer's potassium electrode functioned as specified.